Event description:
Md placed lv pacing lead in targeted cs vein with 0.014 wire which was through lead. Md attempted to remove wire and it would not withdraw. Md then pulled harder and distal tip sheared off remaining distal to lv lead. At end of procedure the top of the wire remained stationary in cs vein distal to lv lead when documented with fluoroscopy. FDA safety report ID # (B)(4).